Event description:
It was reported that the user received alert 38 indicating a motor stall, with a history of prior similar alerts, and that attempts to rewind did not advance the spiral despite multiple retries. Symptoms included none reported. Outcomes included transition to backup therapy while awaiting a replacement device. Investigation included customer coaching on rewinding and confirmation of device information. Investigation of this case revealed a suspected pump motor stall with failure of the drive mechanism to rewind as expected. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the pump¿s motor or drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.